Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the paxgene® blood dna tube there was clotting/micro clots/fibrin clots. The following information was provided by the initial reporter. The customer stated: "after blood collection, the sample was mixed by inverting the tube 10 times, transferred under refrigerated condition, and centrifuged at room temperature. The hcp planned to obtain buffy coat after serum separation; however, clotting of the sample was observed."

Event description:
It was reported when using the paxgene® blood dna tube there was clotting/micro clots/fibrin clots. The following information was provided by the initial reporter. The customer stated: "after blood collection, the sample was mixed by inverting the tube 10 times, transferred under refrigerated condition, and centrifuged at room temperature. The hcp planned to obtain buffy coat after serum separation; however, clotting of the sample was observed."

Manufacturer narrative:
H6: investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for clotting was observed. Additionally, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, the indicated failure mode for clotting was not observed. Bd was unable to duplicate the customer¿s indicated failure mode, clotting because the defect was not evident in the testing of the complaint lot samples. Visual evaluations of both complaint lot (retains) and control samples were demonstrated clinically acceptable performance for all visual observations evaluated. Laboratory evaluation of samples indicated that these tubes performed as expected. The most common cause of clotting is inadequate/improper mixing. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for clotting based on the photo provided. Retention sample testing was satisfactory. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.